Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the patient¿s implantable neurostimulator (ins) had a suspected overdischarge. It was stated the patient experienced a communication problem and had adjusted his antenna dial several times. It was noted the patient last successfully recharged the ins two to three weeks prior to report and had last felt stimulation one to two months prior to report. It was also noted the patient had turned the stimulation off. It was further reported the patient was unable to make adjustments with his patient programmer (pp) both with and without the antenna attached. It was noted the patient was scheduled to meet with a manufacturer's representative (rep) five days after report. Additional information received from the consumer via a rep stated the patient had ¿not charged his battery for one to two months and the battery was in overdischarge.¿ it was noted the overdischarge was the patient¿s first and it was successfully reset by a physician mode recharge (pmr). It was also noted the patient was reprogrammed at that time. It was stated there were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury. Additional information received from the patient reported that there was a poor communication screen on the pp. He was in the overdischarged state for "a year and a half" (2014) and was not using the stimulator for that time. The patient met with their rep and healthcare provider (hcp) at "the end of (B)(6) 2015" and they got it out of the overdischarged state, and ever since that time, the patient "had not been able to hold a charge at all" and said that his hcp said to charge every day and that they might have to replace the ins. Additional information received from a manufacturer's rep reported the patient was charging too often, as they were charging daily where before they were charging once a week. Since (B)(6) 2015, the patient fully charged battery would last only half a day. The patient used to be able to recharge and use his system for a week, prior to the overdischarge. The rep did not know if the patient's parameters had changed. The patient was using his stimulation as before. The rep could not interrogate the patient's implant the day of this report because it was in discharge. The patient did not bring his implantable neurostimulator recharger (insr) to the appointment. The patient had been in overdischarge for at least a year and met with a rep in (B)(6) 2015 to get out of overdischarge, but since then, the patient's ins battery had depleted rapidly after each charge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.